Event description:
It was reported that the ICD was explanted due to variable rv lead impedance readings. The patient had felt no effects after the event. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported variable rv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the variable pacing lead impedance could not be determined.